Event description:
The customer was concerned with his contour next link reading too high. There was an incident in the middle of the night where he was out of it, and his wife was not able to revive him, so she called 911. She ran a blood test on him with his meter and the reading was 88mg/dl. The paramedic also ran a test on a different meter and the reading was in the 50's. No additional information about the event was provided. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. Customer alleged an adverse event. The test strips are not expected to be returned for evaluation. A new meter was sent to the customer.